Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient was seen by the rep on (B)(6) 2018 for a fall that occurred on their ins. They were seen by their hcp today and there was battery exposure so removal was planned for the same day. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep reported that the patient's implant was removed. There were no further complaints from the patient given to the neurosurgeon's office the rep was made aware of. It was noted that the neurosurgeon's office would put a new device back in after patient heals. Rep stated they were told that patient fell and was not told if it was due to the device. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient had their ins removed and the lead and extensions remained. They planned on doing a stage 2 revision.